Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for an unrelated reason, the patient went into a slow ventricular tachycardia and became presyncopal. It was noted that the physician attempted to use nips to burst pace the patient out of slow ventricular tachycardia. Programming changes were made. The physician was able to break the ventricular tachycardia with nips. The device remains implanted. The patient was stable.